Event description:
The device was advanced through the endscope. As the basket was being extended, the user felt resistance and continued to apply pressure to the handle assembly. At this time, the inner drive wires ruptured through the sheath near the handle assembly. The basket was retracted into the sheath and was removed form the endoscope. An injury to the user did not occur. Post procedure, the pt's condition was reported as good.